Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set separated from it's end connector. This was identified while in use; during an unspecified process step (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the tubing was separated from the maler luer. The reported problem was verified. The cause of the condition was due to incorrect insertion of the tubing in to the male luer during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.